Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown,_lead lot# unknown, product type: lead. (B)(4).

Event description:
A trial patient reported she felt discomfort where the lead was placed. Additional information from the patient reported they had pulled the wire and disconnected wires from the external neurostimulator (ens). The patient also noted bleeding also occurred the first day of the evaluation. The patient added they accidentally pulled the wires. The indication for use is unknown.